Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported the manufacturing representative sent the implantable neurostimulator (ins) back to the manufacturer on the day of this report.

Event description:
Additional information received reported that high impedance was measured after the extension was changed and tested with external stimulation. It was noted the event occurred post operation.

Event description:
It was reported that after the patient's previous implantable neurostimulator (ins) was replaced with this ins, high impedances still persisted. The reporter thought the problem could have been the lead with a "bad" contact. The patient was however good and therapy was effective without any side effects. Information about the patient¿s previous ins was reported in manufacturer¿s report # 3004209178-2014-11623.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.